Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger does not recognize battery) has been confirmed. Upon investigation contamination was found on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt rec'd a replacement charger/modem. Device eval of battery pack sn (B)(4) is currently underway. The reported problem (charger does not recognize / battery faults) has been confirmed. Upon eval, the battery was non-functional. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.

Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report that the pt's charger/modem would not recognize when a battery was inserted. The pt was issued a replacement charger/modem and battery pack.